Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during equipment set-up of a sacroiliac and thoracolumbar spinal fusion procedure, the image acquisition system (ias) did not boot. Site left the system for 20 minutes but had to restart the system. System was stuck in a pendant boot message loop. There was no delay to the procedure. There was no reported impact on patient outcome.